Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that x ray application could not be started. To resolve the issue, the fse reseated the ram of ippc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that x ray application could not be started. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that ippc was failing. The ram of ippc has been reseated and the system was returned to use in good working order.